Event description:
A 6mm diameter x 150 mm length complete se stent delivery system was selected for insertion into a pt for the treatment of an unknown lesion. It is unk if the lesion was pre-dilated. It was reported that there was a dissection of target lesion 1 and 2. No other information has been obtained. It was reported that the pt recovered without treatment. The investigator has indicated that there was no relation between the reported event and the device but a definite relation between the event and the study procedure. (MFR report # 2953200-2009-00544).

Event description:
Patient was 74 at time of index procedure. One complete se sfa peripheral stent was successfully delivered in the left proximal superficial femoral artery (sfa) and one complete se sfa peripheral stent in the left distal sfa. Approximately five months post index procedure, occlusion of the target lesions was reported. The patient underwent balloon angiography and atherectomy. (Ref MFR report# 2953200-2009-00543, 2953200-2009-00544).

Manufacturer narrative:
Results: inherent risk of procedure (occlusion of sfa artery or distal vasculature). (B)(4).

Manufacturer narrative:
Results: dissection. Lack of information. Conclusions: lack of information.